Manufacturer narrative:
Product complaint # (B)(4). Us FDA ra rationale: the stem and identified depuy cement are being reported as a death at this time. Follow-up was conducted regarding if a cement centralizer and restrictor were used and if so, which brand. No further information was provided at that time. It is reasonable to conclude the cup and head that were implanted did not contribute to the death that occurred. This was discussed and agreed upon by the medical safety officer. If further information is provided, the complaint will be updated as such. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date via bha with competitor stem. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing competitor stem with the stem (p/n: 157024087) due to a fracture around competitor stem. The revision surgery was progress without any problem, the surgeon removed competitor stem smoothly, then, he reamed and rasped, inserted trial stem. The surgeon judged that there was no problem at that time, he implanted a restrictor, injected a cement and inserted the stem. After cement was cured, the surgeon implanted a head and a cup. But, after that, when he replanted crushed bone chip around proximal calcar, the patient¿s saturation dropped and the patient had arrest of the heart. The surgeon performed cardiac compression; the patient once recovered. The revision surgery transitioned the operation for searching thrombus. On (B)(6) 2020, the patient died. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Corrected: (adverse event) was correctly ticked on initial medwatch, but b1 (product problem) should not have been ticked. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), h4 corrected: d3, h5, h6 (patient). Removed not applicable code and replaced with no code available (3191) to capture surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Corrected: h6 (patient).